Manufacturer narrative:
One device was received for evaluation for the complaint that during testing, the pump cassette was not properly attached resulting in an error. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the buckled uso seal. The complaint of the pump cassette not properly attached resulting in an error confirmed through latch/lock test and got replaced. The performance verification testing was performed and passed all testing criteria.

Event description:
It was reported that during testing, the pump cassette was not properly attached resulting in an error. There were no patient involvement and harm.